Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported the display screen is damaged, rear case is damaged, and the rate knob is cracked due to the device being dropped. The device was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken, the rate knob was broken and the display was missing pixels. It was also noted that the ring, side bail covers and ring, side bails were missing, three case and ring cover screws were missing, the atrial output connector was damaged, the battery contacts were compressed and the keyboard was damaged. (B)(4).